Event description:
It was reported that the patient's generator had also been infected. No further relevant information has been received to date.

Manufacturer narrative:
Device evaluation is not necessary as wound breakdown is not related to the functionality or delivery of therapy of the device.

Event description:
It was reported by the surgeon that the patient's wound was breaking down after being implanted a month previously and so the generator and lead were explanted. The device history records were reviewed and sterility of the generator and lead was verified prior to release device evaluation is not necessary as wound breakdown is not related to the functionality or delivery of therapy of the device. No further relevant information has been received to date.